Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with intermittent over-sensing on their right ventricular lead. Programming changes were made. Patient would continue to be monitored. There was no complications or symptoms associated with the reprogramming

Manufacturer narrative:
Correction: b5 should have included the part about oversensing and noise inducing pacing inhibition.

Event description:
It was noted that the intermittent over-sensing and noise caused pacing inhibition.